Event description:
This is an international report of a transfer set that had some cracks on the twist clamp. There was patient involvement but no paitent injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged transfer set mainbody. In this case no functional problem was observed during the plant evaluation however found visual cracking and flaking was confirmed. Root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.